Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd angiocath plus¿ IV catheter was damaged. The following information was provided by the initial reporter: "catheter's tip looks like having a faulty. The end of catheter tip was pressed little bit, it prevent catheter's smooth insertion."

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. The photo was too blurry for evaluation; therefore, the team was unable to determine catheter tip damage. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the tip of the bd angiocath plus¿ IV catheter was damaged. The following information was provided by the initial reporter: "catheter's tip looks like having a faulty. The end of catheter tip was pressed little bit, it prevent catheter's smooth insertion."